Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was reported that approximately 32 months post filter deployment, a computed tomography scan demonstrated a tilted filter with one filter limb perforating the inferior vena cava wall, migrated, and embedded in the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and five months later, a venography was performed after thrombolytic therapy, noting presence of the bard filter in the inferior vena cava tilted 60 degrees to the right. After two months, patient visited to discuss about inferior vena cava filter retrieval. Computed tomography abdomen noted the filter tipped horizontally and hub of the filter was not readily accessible for retrieval. Filter was noted to be removed but it would be a difficult task. After two months, a computed tomography was performed and nondistended, demonstrating the filter to be tilted with one of the legs anteriorly through the sidewall but not adjacent to any critical structures. This did not appear to have extended through the sidewall and was likely simply embedded in the sidewall of the inferior vena cava. The inferior vena cava remained patent. There was a mild impression on the left common iliac vein, presence or absence of an intraluminal web could not be elucidated. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d4(expiry date: 02/2015),d10,g3. H11: b3,g1,h6(device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter tilt and filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 32 months post filter deployment, a CT scan demonstrated a tilted filter with one filter limb perforating the ivc wall. No reported attempt was made to capture and retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.

Event description:
It was reported that approximately 32 months post filter deployment, a CT scan demonstrated a tilted filter with one filter limb perforating the ivc wall. No reported attempt was made to capture and retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted laterally and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with pulmonary embolism and left leg deep vein thrombosis had a vena cava filter placed in excellent position. Approximately two years and eight months post filter deployment, a computed tomography (CT) scan of the abdomen demonstrated the filter tipped horizontally and the hub of the filter not readily accessible for retrieval. The physician indicated that the patient had no need for caval interruption and the filter should be removed. Approximately two years and ten months post filter deployment, a CT scan demonstrated a tilted filter with one of the legs anteriorly through the sidewall but not adjacent to any critical structures. This did not appear to have extended through the sidewall and was likely embedded in the sidewall of the inferior vena cava (ivc). The ivc was patent. The plan was to arrange for filter retrieval. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter. However, the investigation is inconclusive for perforation of the ivc and migration of the filter. Per the medical records, the patient had a large infrarenal vena cava. This could affect the stability of the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: migration of the filter - this may be caused by placement in oversized vena cava greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position.